Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized on the same day as onset of the peritonitis event. The patient was treated with fortaz (ceftazidime) (intraperitoneally, dose and frequency not reported) for the event. On an unknown date during hospitalization dianeal therapy was discontinued pd catheter was removed and the patient was switched to hemodialysis. The patient was discharged seven days after hospitalization and was recovering from the event. Additional information was requested but is not available.